Manufacturer narrative:
Device passed displacement test and self test. Software error found in the device history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received the software error detected alarm. Customer's blood glucose level was 390 mg/dl. Customer was not able to clear the alarm. Customer received request to rewind insulin pump. Customer was not able to complete insulin pump rewind. Troubleshooting was performed. The insulin pump will not be returned for analysis.